Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with master lot strips. Testing results: qc 1: 2.5 inr, qc 2: 2.3 inr, qc 3: 2.5 inr. Results: the obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9-2.9 inr). All measurements were without error messages. The customer allegation has not been substantiated and no product problem was found. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Event description:
The customer questioned inr results for 21 patients tested on 2 different strip lots on an unspecified coaguchek xs plus meter compared to a laboratory using the dade innovin method. Based on the data provided, the results for 2 patients were discrepant on 1 strip lot compared to the laboratory. Patient 1 initial result from the meter was 3.9 inr. The result from the laboratory was 2.9 inr. On (B)(6) 2018 patient 2 had a result from the meter of 3.1 inr. The result from the laboratory was 2.26 inr. The results from the laboratory were used for diagnostic purposes. Neither patient's therapeutic range was known. No specific patient information could be provided by the customer. There was no allegation that an adverse event occurred. Qc was run on the test strips and the results passed within 24 - 48 hours of the comparison testing. The meter and test strips were requested for investigation. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose, two human blood samples from (B)(6) donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.